Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), there were two sets of electrode pads that were unable to remove the backing and were unable to adhere to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The CPR stat pads were returned to zoll medical corporation for evaluation; the reported malfunction was observed during testing which included visual inspection. Root cause was determined to be human error by the assembler. The retain samples were examined and determined to be assembled appropriately. No other complaints similar in nature have been reported against this product or lot. No trend is associated with reports of this type.